Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Time of recommended replacement time (rt) in save to disk on (B)(6)-2013, device rrt<(><<)>=2.6251 volt. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited early battery depletion. The ICD remains in use but a replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary : the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. (B)(4).